Event description:
A case of meditrace defib-pads was sent as samples for evaluation. Within the case three sealed pouches were empty. One pouch contained half of a pad and one pouch containing two pads were incorrectly sealed and had a blue line on the back of the pouch. In an emergency situation this product problem has potential to be life-threatening because of loss of time in finding pads usable for defibrillation.